Event description:
Information was received from a manufacturer representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported information was received by a rep indicating the patient's device had been removed; the patient was contacted and stated the device had been removed soon after implant, less than a year from implant. The patient had been explanted at the same hospital and by the same healthcare provider (hcp) that had implanted them. The patient noted it was removed due to all the problems they were having. The exact event date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.